Event description:
A malfunction alarm occurred, identified by code malf 16, and there were no notable events before the malfunction. There was no adverse impact on the customer's blood glucose level. Although the customer had not previously reported or reset the pump for this malfunction in the last 24 hours, they received assistance with resetting it. The customer reverted to an alternate method of insulin therapy.